Manufacturer narrative:
B3: unknown; month and year valid d9: date returned to manufacturer is unknown. E1: city (B)(6). H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. As a result of checking the ac plug, it was confirmed that the cover on the body connection side of the plug had come off and was damaged. Functional testing confirmed that the ac adapter plug cover had come off. The investigation determined the ac adapter was defective and replaced the ac adapter.

Event description:
It was reported that the input plug was damaged. Per reporter, this occurred during infusion at the facility. There was a patient involvement, but no harm/adverse event reported. No infectious disease occurred.